Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrointestinal bypass surgery, particularly a stomach, intestine, pylorus sparing bypass, on the 3rd firing of the sleeve, there was poor staple formation, the surgeon only noticed that a staple was left in the arm of the reload after the user had completed the firing and removed the stapler. The staple line was complete apart from 1 single staple. There was a total of 6 firings and the handle was used throughout the procedure without fault on the 5 firings. The inspection was visually cleared by the doctor as it took a minimal amount of time to go over the entire area and compare it to other firings on the patient was already completed to resolve the issue. There was no patient injury.